Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a "broken door" was confirmed during product evaluation. Service found that the pump head door was in proper condition. However, there was damage to the pump head cover. The cause is a damaged pump head cover. The pump head cover was replaced with the front door label to resolve the customer reported problem. A follow-up report will be filed if any additional details become available.